Manufacturer narrative:
Additional information: section h imdrf annex codes.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door failed and power issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door failed and power issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door latch failed. A field service engineer replaced the latch on tower door 1 to restore proper functionality. After the replacement, the customer tested the door and was able to use it without any issues. The system functioned as intended after the field service engineer repaired the device.